Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. The reported mitral regurgitation (mr)was likely due to the slda. It should be noted that the reported patient effect of worsening mris listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the deployed clip detached from one leaflet, resulting in increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The patient experienced dyspnea prior to the procedure. One clip was implanted reducing the mr to <1. The next day, on (B)(6) 2017, prior to discharging the patient, the patient remained dyspneic and echocardiogram was performed, which showed that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased to 4+. A second mitraclip procedure was performed that same day; one clip was implanted, reducing mr to 1+. The patient is stable. No additional information was provided.